Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, four years three months of post deployment, a computed tomography of abdomen and pelvis with contrast was performed, and result showed that there was a caval perforation. 6 o'clock strut was considered grade 2 outside of inferior vena cava lumen. All other structures were considered grade 1 interaction with inferior vena cava wall immediately adjacent to the external aspect of the inferior vena cava likely reflect tented. 12 degrees left sided tilt. No migration. Tip of the caval filter was approximately 3.90 cm inferior from the renal veins. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc).the definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. Approximately four years and three months post filter deployment, a computed tomography (CT) revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.